Event description:
It was reported that the patient experienced leak by using the purewick female external catheter. The patient had difficulty with the device where it worked great for first two nights but then it leaked and the patient suffered from urinary tract infection. The patient was then on antibiotics and had a foley. The representative provided purewick tips, placed the purewick on the floor which was lower than the patient pelvic level, shook the lid to reset overflow valve, went over placement tips and pinched the tip of wick.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions not specified correctly and/or improper materials used assembly collapses under vacuum¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: ¿ not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter it also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". It also states "peri-care and placement: 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced leak by using the purewick female external catheter. The patient had difficulty with the device where it worked great for first two nights but then it leaked and the patient suffered from urinary tract infection. The patient was then on antibiotics and had a foley. The representative provided purewick tips, placed the purewick on the floor which was lower than the patient pelvic level, shook the lid to reset overflow valve, went over placement tips and pinched the tip of wick.